Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible 510k number for sapien xt and sapien 3: p130009, and p140031 this report represents the reported eight (8) new permanent pacemaker (ppm). Additional details of these events are not available, including the exact cause of the conduction disorder that contributed to the placement of the ppm(s) and time of the event. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented and written by edwards lifesciences in technical summary ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. In addition, there is insufficient information to determine the cause of the reported conduction disorders requiring a permanent pacemaker. The cause of the conduction disorders are unknown; however, the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Bibliography: elmously, a. (2018). Aortic angulation does not impact outcomes in self-expandable or balloon-expandable transcatheter aortic valve replacement. Cardiology, 96-102.

Event description:
A single-center study was published in the journal article ¿aortic angulation does not impact outcomes in self-expandable or balloon-expandable transcatheter aortic valve replacement¿. The study was from january 2016 to july 2017, and included 251 consecutive patients who underwent tavr for severe aortic stenosis at this institution and also had a contrast-enhanced mdct available for aortic-angle evaluation. From the total of 251 patients included in the study, 182 patients received a balloon expandable (be) with the edwards sapien xt/sapien 3 valve and 69 patients a self-expanding (se) [non-edwards tavr] valve. In this cohort patients undergoing be and se tavr over a wide range of aortic angles, the authors found no associations between angle and device success or any other clinical metrics. Increased aortic angulation does not adversely affect outcomes in be or se tavr. The following events occurred in the sapien group during the study period: 1 annular rupture, 1 myocardial infarction, 8 new permanent pacemaker (ppm), and 5 major bleed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Reference mfg. Report numbers: 2015691-2018-03175, 2015691-03181 and 2015691-03186.